Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: one opened foil package which contained one broken suture for product was received. The needle was examined under magnification and no defects were observed, but there were several pinch marks on the needle which appeared to be by use of the needle holder. There were also blood stains. In the visual inspection of the suture it was observed that the thread was broken. The damage on the suture was examined and it could be observed that the suture was crushed by a surgical instrument. This condition caused the suture breakage. In the suture functional inspection, the test diameter and length, were performed, and the results for diameter met the requirements. The result for length did not meet requirements because the suture received was broken and it was used. It was not possible to test the knot tensile because the thread received presented signs of degradation and this is an absorbable suture that was exposed to air humidity.

Event description:
It was reported that a patient underwent a mammoplasty prosthesis procedure on (B)(6) 2017 and a suture was used. During surgery, the thread broke when it was drawn, right before the knot. There were no adverse patient consequences reported. No additional information was provided.